Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date, section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was failed. The technical support specialist (tss) followed the knowledge article "fujitsu thermal printer driver installation" and installed the driver software by accessing the device manager. The tss then updated the ftp printer settings and verified the printer by test print and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the printer was not printing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the printer was not printing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.